Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, following the first firing, black fragments of different sizes fell off from the device. No fragments fell into the patient's cavity. After the firing, the black fragments were found and collected, and then the procedure was continued. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was fully fired. The cover tube had been forced proximally on the reload adapter causing it to ramp over the alignment detent on the adapter. There was damage on the reload alignment detent. Plastic shavings from the alignment detent were returned and observed. The cover tube was properly reseated on the reload. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the rotated cover tube can occur if the cover tube is forcibly rotated in the incorrect direction during loading. This causes the alignment window in the cover tube to ride up and over the alignment notch on the adapter and can cause the loading unit/reload cover tube to become loose making the reload difficult to load. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.